Event description:
Approx 2 1/2 hrs into hemodialysis treatment a leak was noticed at the connection between the venous dialyzer connector on bloodline and the venous port of baxter ca hp210 dialyzer. The bloodline and dialyzer were discarded resulting in ebl of 300cc. Pt briefly lost consciousness and was taken to ER and given transfusion of 4 units of packed red blood cells. Pt has since returned to regular dialysis treatments.